Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader powered on with a retained charging cable and self-testing was performed and passed. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and no issues were observed. The returned reader's battery was measured at 2.8v, which is not within specification of 3.7v ¿ 4.2v. A thermal camera was used to inspect the reader's pcba for hot spots. Hot spots were observed on the u2 component. Further extended investigation was also performed on the returned reader. The reader's battery was replaced with a retained battery and the reader powered on successfully.the off current was measured at 66ma, which is not within specification of 0 ¿ 3ma. Excess current draw within the reader is likely due to the damaged components fouund on the u2 and u13 chip. The observed damage to the u13 chip is likely the result of a non-abbott approved power adapter being used, which can lead to the observed overheating damage of the components. The reported power adapter and charging cable have yet to be returned. However, the charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and charging cable are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.